Manufacturer narrative:
The reagent lot number is 70399101. The expiration date is 31-jan-2024. The field service engineer replaced the solenoid valve (sv) 34. The investigation reviewed the calibration data. The investigation noted an intense drift in the calibration signals of the assay. The investigation determined that the event was caused by the solenoid valve. After service, no further issues were reported by the customer. The investigation determined the service action resolved the issue.

Event description:
The initial reporter received questionable elecsys folate iii (folate iii) results from an unspecified number of patient samples tested on the cobas 6000 e601 module. The reporter stated that the initial low folate results ranged from 1.5 to 3.2 ng/ml. The repeat results after recalibration were below the test range (<0.6 ng/ml).